Event description:
The customer tested her blood glucose and received a reading of 287 mg/dl using her breeze2 meter. She retested using her dex meter and received a reading of 77mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The reagent lot number provided by the customer was not correct, so meter information was provided instead.